Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that telemetry could not be established with this pacemaker during pre-implant testing. The device was not used and was sent to the distributor to be returned for laboratory analysis. Additional information was received that this device was returned to the local distributor; however, the device was inadvertently released back into finished goods and sent back out to the field. The device was then implanted into another patient at a later date. Several hours after the device was implanted, it was discovered that the device could not be interrogated. As a result, the device was subsequently explanted and will be returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was unable to be telemetered. Visual inspection confirmed the header was firmly attached to the case and there was no visible damage noted on the case. The device case was opened and the l1 inductor was loose and not soldered to the pc board. The device was sent for scanning electron microscope (sem) analysis of the inductor fracture. Sem analysis determined that the inductor fractured in a brittle manner through the bulk ceramic.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker could not be telemetered during pre-implant testing. The device was not used and will be returned for analysis. No adverse patient effects were reported.